Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge did not fit onto the pump. Customer declined further troubleshooting for the issue with tandem technical support, therefore no additional information was obtained.